Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device function switch was hard and right on switch was not working and some parts were corroded. It was also observed that the device electric control unit (ecu) failed functional test, mode switch-test and check trigger and ecu function. The assignable root cause was due to normal wear and improper maintenance. Additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the cutter device was stuck in the battery reciprocator device. During in-house engineering evaluation, it was determined that the function switch was hard and the right on switch was not working. Additionally, some parts were corroded. It was also observed that the device electric control unit (ecu) failed functional test, mode switch-test and check trigger and ecu function. It was not reported if the device was used in surgery, or if there was patient involvement. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.